Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medwatch 1 of 2 (insulin pump): 3004209178-2011-80924.

Event description:
It was reported that the customer was hospitalized with a low blood glucose level of 2.8 mmol/l. The customer stated that she did not believe the issue was with insulin pump as she had been sick with influenza and had not eaten the day of the event. Nothing further was reported.